Event description:
A (B)(6) y/o male admitted on (B)(6) 2018 with left joint knee plan, and left distal femur osteochondral fracture. Procedure complicated by 1.3 cm tip of 13 mm guide pin tip broke off inside the distal femur. It was determined to remove it would have caused too much damage to surrounding tissue and bone, so it was left in the bone.